Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. At 80% deployment, the valve was unstable. Subsequently, the valve was rec aptured and withdrawn from the patient. A new 34 mm valve, delivery catheter system (dcs) and compression loading system (cls) were used to complete the procedure. A 10-minute procedure delay occurred as a result of this event. Per the physician, the patients calcified anatomy, and pre-case planning factors contributed to the event as the patient was in between a 29 mm valve and 34 mm valve size. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date {n/a}: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. At 80% deployment, the valve was unstable. Subsequently, the valve was recaptured and withdrawn from the patient. A new 34 mm valve, delivery catheter system (dcs) and compression loading system (cls) were used to complete the procedure. A 10-minute procedure delay occurred as a result of this event. Per the physician, the patient's calcified anatomy, and pre-case planning factors contributed to the event as the patient was in between a 29 mm valve and 34 mm valve size. No patient complications were reported as a result of this event. Additional information was received that clarified previously reported information indicating that at 80% deployment of the valve, the valve dislodged aortic. A non-medtronic guidewire was used during the procedure. Additional information was received that at the deployment starting point, the pigtail catheter was near the bottom of the non-coronary cusp (ncc).

Manufacturer narrative:
Updated data: b5. H11. Continuation of d10: product ID {non-medtronic guidewire}; product lot/serial number {safari}; product type: {guidewire}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that at 80% deployment of the valve, the valve dislodged aortic. A non-medtronic guidewire was used during the procedure.